Event description:
The patient contacted animas on (B)(6) 2012 and stated that after swimming the keypad buttons became unresponsive. The patient claimed to have noticed the keypad peeling after getting out of the pool. The patient reportedly wore the pump attached to a belt and did clean the pump. There is no adverse event associated with this complaint. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/04/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn between the up arrow and contrast keys. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and down arrow keypad buttons were found to be unresponsive; the ok and contrast keypad buttons responded appropriately. There was evidence of contamination found under all of the key contacts.